Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the oxygen leaked through the device. Complaint states that during the alleged leak; the pt rec'd less oxygen. A new device was successfully used and there was no consequence for the pt.